Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a patient with complex airway with tracheal narrowing and ongoing issues with granulation tissue mid trachea required a long tube. The trial of equivalent in the new tube was not successful reported by the ear, nose, throat (ent) surgeon (as the angle was wrong fit). There was no patient injury.